Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the indigo aspiration system include, but are not limited to, distal embolization, hematoma or hemorrhage at the site, inability to completely remove thrombus, including death. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00972.

Event description:
On (B)(6) 2021, the patient was undergoing a thrombectomy procedure in the left iliac artery using an indigo system aspiration catheter 7 (cat7). During the procedure, the rotating hemostasis valve (rhv) broke when tightening it and was unable to form a seal. Therefore, the rhv was removed. The procedure was completed by placing the tubing directly on the back of the cat7 to finish the last pass, and a new rhv was not used. It was reported that distal embolization was noted after aspiration with the cat7. There were no reported complications during the procedure. The patient was given ia rtpa, and a balloon angioplasty performed. This event was resolved the next day on (B)(6) 2021. The patient had improved from baseline. The peripheral/ distal embolization was reported to be a non-serious adverse event with a definite relationship to the cat7 and the index procedure.